Event description:
Pt is receiving freestyle libre sensors for diabetic testing. Sensors should last 14 days. Per pt only lasting 6-10 most of the time. I have observed pt placing sensor and method used is correct.